Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. In order to proceed, the user must manually confirm, or reset, the time and date. It is likely that the user had inadvertently entered an incorrect time/date or confirmed the default settings.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hypoglycemic event due to a time/date reset issue. It was reported that on an unspecified date, the patient's blood glucose (bg) was 39 mg/dl with dizziness, weakness and being shaky. Reportedly, there were no pump setting changes before or after the alleged event, the patient remained on the pump and did not receive any treatment above and beyond usual diabetes management. During troubleshooting with customer technical support (cts), it was revealed that the pump would not retain the programmed time and date settings upon removal of the battery and would reset to default settings. This complaint is being reported based on the allegation that the patient had experienced hypoglycemia while on insulin pump therapy. The alleged adverse event is attributed to a user error in that the time/date may have been incorrectly reset after a battery change.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box history revealed the time reset to default settings after a pump reboot on (B)(6) 2014 at 1:17 pm followed by multiple incorrect manual time and date changes. The insulin delivery totals were inconsistent due to the time/date issue. The pump passed the delivery accuracy test and was found to be delivering within specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.